Event description:
The customer reported a leak from the white blood cell (wbc) bath of the coulter act diff analyzer. The customer tried to troubleshoot the leak by bleaching the bath and the vacuum isolator chamber but the bath continued to leak. The volume of the leak was about 5 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that solenoid valve lv14 was faulty and was causing the bath to overflow. The fse replaced the valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).